Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: replaced the esm board.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator freezes during initial boot.

Event description:
The following was reported to hamilton medical ag: summary: the ventilator freezes during initial boot.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board. Correction: replaced the esm board. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 were updated with full UDI information as requested.